Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted minor damage to the jaw over-mold. Functional testing found that the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The device's knife blade advanced and retracted properly. The jaw gap of the device was measured, and it was found to be within specification. The device was detected when plugged into a generator and activated multiple times on a saline-soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily, and end tones were heard, indicating completed activation cycles. No electrical or wiring issues were found. It was reported that the handpiece jaws won't open. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of overmold/insulation damage. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: close jaws using device lever before insertion/extraction in the trocar. Inspect the instrument and cords for breaks, cracks, nicks, or other damage before use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the handpiece jaws won't open. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.